Manufacturer narrative:
Results: shelf life exceeded (device used beyond expiry date). Failure to follow instructions (device used beyond expiry date). Device performed according to specifications (no issue reported with stent delivery or deployment). No device returned for evaluation. No results available since no evaluation performed (device or procedural notes were not received). Conclusions: failure to follow instructions (device used beyond expiry date). (B)(4).

Event description:
It is reported that the customer implanted an expired stent during procedure. It is unknown if the device was removed from the packaging per IFU and inspected. The device remains in patient. The patient was reported to be doing fine without complication.